Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical service and were hospitalized for high blood glucose, diabetic keto acidosis on november 9, 2020 with blood glucose level was in range of 900 mg/dl, 950mg/dl. Customer was passed out and was barely conscious. Customer was treated with intravenous insulin, insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).